Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was inflamed and irritated. The patient visited the dermatologist who diagnosed with an allergic reaction to the pod's adhesive and prescribed a cortisone cream (advantan) and a nose spray (mometa) to treat the affected area.